Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure it was discovered that the right ventricular lead exhibited punctured insulation. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.